Event description:
It was reported that the patient presented to the emergency room with dizziness and syncope. It was also reported that loss of capture was noted on the right atrial (ra) and right ventricular (rv) leads and dislodgement of the leads were confirmed as there was no slack observed on chest x-ray. A temporary pacing lead was inserted and subsequently the ra and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: evolutpro-26-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.